Event description:
In 2003, the hospital called to report that the dual drive console (ddc) supporting a biventricular assist device (bi-vad) patient was not operating correctly. The digital display on the bottom module of the drive was occasionally showing 001 for pressure and that the top module vacuum compressor would shut off (stops) intermittently. The customer indicated the patient was switched to a backup unit. The patient remains ongoing on the backup ddc.